Event description:
The pt received his scs system on (B)(6) 2010 including an ipg. It was reported the pt is having to charge more frequently than normal. Allegedly, the pt is also having coverage issues. The pt plans to meet with his doctor and an sjm rep to discuss the issues. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.